Event description:
Reporter indicated that fsh, lh, and prolcaatin results for one sample seemed incorrect when run on the instrument. Reporter indicated that the original results were 1.7 miu/ml for fsh, 0.4 miu/ml for lh, and ,0.6 ng/ml for prolactin. Reporter indicated that the sample was rerun on another instrument and the results were 5.5 miu/ml for fsh, 11.5 miu/ml for lh, and 12.3 ng.ml for prolactin. Reporter indicated that the results from the rerun were provided to the physician. The filed service engineer verified instrument functionality and was unable to determine the cause of the event.